Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It is reported that the devices have been having fleeting cycling issues and other unexpected mechanical noise issues. Additional information was requested; however, no further information was received. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a missing battery, the patient outlet connector was loose and a stuck on label with no damages found to any components. Scratches were found on the dump valve. Device was forwarded to a secondary investigation site for further analysis. Functional testing confirmed the complaint. The device stalled frequently. Root cause was attributed to the regulator and timing assembly valve. The stalling stopped after the regulator and timing assembly were replaced. What caused the damage to the components could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.

Event description:
Patient involvement is unknown.